Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: guide wire separation. Device issue: guide wire separation. It was reported that during use, the tip of the whisper guide wire broke off in the patient's coronary. The tip was able to be removed by using the stent delivery system to help remove the separated guide wire tip. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information, but the guide wire was not returned for analysis. The case information suggests that the whisper guide wire was damaged during use and separated related to circumstances experienced during the procedure. Over bending the whisper guide wire core would cause the core to fracture as reported. Historical information suggests that over bending is the most likely cause of tip separation for the whisper guide wire and therefore, without the device for analysis, over bending of the guide wire core appears to be the best conclusion based on the case information and the historical information.